Manufacturer narrative:
A siemens regional service center (rsc) specialist was dispatched to the customer's site. The rsc reinstalled the system for centralink. Review of the data from the server, it was found that every time when a user would log in to the application, the firewall requested manual acceptance. The rsc modified the firewall settings, correcting the issue. The cause of the delay in uploading patient sample results was due to a firewall setting on the system. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Customer reported a delay in uploading patient sample results on their centralink data management system. The customer stated that the system will occasionally disconnect and is unable to connect to their database server. The customer also stated that if the system performs an auto-logout, after the time limit has been reached, the user is unable to log back in, receiving a message stating access to the application is not allowed. There are no reports of patient intervention or adverse health consequences due to the delay in uploaded patient sample results.